Manufacturer narrative:
Batch review performed on 23 aug 2024. Lot 2343090: (B)(4) items manufactured and released on 12-dec-2023. Expiration date: 2028-11-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 15 days from the primary medacta surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.